Manufacturer narrative:
(B)(4). Concomitant medical products - persona ps articular surface 16mm, catalog # 42522400716, lot # 62868134. Persona tapered stem extension, catalog # 42557000114, lot # 62916230. Persona cemented tibial component, catalog # 42532007502, lot # 62970615. Personal all poly patella, catalog # 42540200038, lot # 62959245. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06721. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to loosening of the femoral and catastrophic wear on the articular surface. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Photographs of the explanted devices were provided. The femoral shows wear on the surface, however, detailed evaluation cannot be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.